Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was analyzed. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin length 52 centimeters to 67.5 centimeters, visual inspection found the helix stretched, and the drive shaft extended beyond the lead distal end. No insulation breach or conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, possible fracture noted. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.